Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an endoanal colon pull-through and tumor injury procedure, the stapler presented a problem. After the normal cut of the equipment, it was clipping only the proximal segment and leaving an open rectal stump, which was only visualized during the irregular clamping of the circular stapler. Therefore, it was necessary to use another curved cutter stapler. There were no adverse consequences for the patient reported.